Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a pump exchange due to a drive line infection. The doctor noted that the bend relief was detached from the outflow graft. Upon opening the chest, it was noted that hematoma was present and the outflow graft was bleeding.